Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite. Troubleshooting determined that the power supply to the system was good. The system was found to be functional after the shutting the system and then restarting the system (cold restarting). The issue was not reproduced during the remote inspection and the cause of the issue could not be determined. After the cold restart was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.